Event description:
Patient's bp dropped to 93/49 about 15 mins before end of treatment. O2 saturation dropped to 80% and medical emergency activated, 911 called. Patient became unconscious with no pulse. Investigation on dialysis products involved when patient expired during treatment per facility policy. Used blood line saved by facility for investigation. Other devices used: nipro safe touch tulip, code and lot unknown. Dialysis settings: 3 hrs, 2k2.5ca, bfr 350, dfr 700, 3x/ week treatment.